Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for further investigation. Simulated use test of the received o2 gas module has reproduced the described customer issue with flow transducer failed during pre-use check. The received device log files confirm the event. Our investigation has concluded that the o2 gas module is delivering flow and volume just outside of the expected. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that slightly deviate from the expected. Flow and pressure may also deviate slightly. Alarms will be activated if the failure occurs during ventilation. The serial number has been wrongly reported in the initial emdr and has now been corrected in this report.

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).